Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon early sensor removal (performed by a healthcare professional) due to lack of readings, the sensor became detached from pod and was found protruding out of her abdomen. Patient proceeded to remove sensor out of her skin. Dexcom sought to obtain cgm¿s data from healthcare professional in order to investigate cgm readings around the time of the event but healthcare professional has looked at the data herself and has deemed it unnecessary to send it to dexcom. At the time of her call to dexcom technical support, patient reported that she was feeling well and not complaining of any issues at the site of insertion or anywhere else.